Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of universal cord, the light guide fibers glass of the insertion section is slightly deformed and light guide bundle was interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of universal cord causes image to be green or green-purple on the screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced abnormal image. This issue occurred during service. There were no reports of patient involvement.